Event description:
It was reported that a user of the ilet contacted support regarding insulin supply management and elevated blood glucose, with the agent noting the user had not entered breakfast announcements, frequently used ¿less than¿ meal sizes during the learning phase, and had a reported glucose of 227 mg/dl; the medical device problem and device component could not be further characterized due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, and the device problem and component remained insufficiently characterized. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.